Manufacturer narrative:
H3 other text : device not available.

Event description:
The user facility reported that the patient presented with epistaxis a few weeks after a cryotherapy procedure. Intervention was completed to control the bleeding. Multiple attempts were made to obtain additional information. The user facility was not able to provide any further information regarding the reported event.